Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was deployed properly. However, the seal did not come out of aorta and failed to be removed normally. The seal failed to unfold/unwrap. The procedure was completed with a new device. The hospital did not report any patient effects.

Manufacturer narrative:
H10 correction: the summary has been corrected. Internal complaint number: (B)(4). A visual inspection of the photographic evidence was conducted based on photographic evidence provided by the hospital. There were signs of clinical usage or evidence of blood were observed on the devices in the photographs. The first image shows the delivery device inside the loading device with heavy amounts of blood within the delivery device. The image also depicts the seal and tension spring assembly outside of the loading and delivery device with traces of blood observed. The seal was observed to be unraveled as well as the tether string observed to be cut. The second photograph shows the outer packaging of the heartstring iii device. The device was returned to the factory on 07jan2021. An investigation was conducted on 25feb2021. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned inside the loading device. The seal was returned separately in a completely unraveled state with the tether string cut. Traces of blood were observed on the seal, loading device, and the delivery device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Signs of clinical use and heavy amounts of blood was observed on and inside the delivery device as well as on the seal, which indicates that there was attempt to introduce the device into the aorta. Due to the presence of blood on the delivery device, measurements of the delivery tube were unable to be taken. The aortic cutter was also returned. The safety lock was disengaged on the aortic cutter and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. There were no defects observed on the aortic cutter. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153463 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned inside the loading device. The seal was returned separately in a completely unraveled state with the tether string cut. Traces of blood were observed on the seal, loading device, and the delivery device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Signs of clinical use and heavy amounts of blood was observed on and inside the delivery device as well as on the seal, which indicates that there was attempt to introduce the device into the aorta. Due to the presence of blood on the delivery device, measurements of the delivery tube were unable to be taken. The aortic cutter was also returned. The safety lock was disengaged on the aortic cutter and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. There were no defects observed on the aortic cutter. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was deployed properly. However, the seal did not come out of aorta and failed to be removed normally. The seal failed to unfold/unwrap. The procedure was completed with a new device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was deployed properly. However, the seal did not come out of aorta and failed to be removed normally. The seal failed to unfold/unwrap. The procedure was completed with a new device. The hospital did not report any patient effects.